Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for multiple patient samples. The following results were provided: on (B)(6) 2026, sid: (B)(6), 83-year-old female: initial sodium result (B)(6) = 117.59, repeat result (B)(6) = 118.93, repeat result (B)(6) = 141.73 mmol/l. On (B)(6) 2026, sid: (B)(6), 65-year-old male: initial sodium result (B)(6) = 105.95, repeat result (B)(6) = 117.96, repeat result (B)(6) = 149.75. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.